Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with sciatica pain. The patient was treated with dilaudid. Thirty minutes later, the patient had an episode of ventricular fibrillation (vf) and required an external shock to convert. When the device was checked, a non-sustained vf episode was found that showed undersensing of the vf by the device. Subsequent vf episodes appeared to show some undersensing to a lesser degree and the patient eventually received a 41 joule shock from the device and successfully converted the rhythm. The patient was recovering, but was unresponsive. The cause of the undersensing was not determined and no device programming changes were made. The patient later passed away. There was no device allegation made by the cardiologist. It was noted by the cardiologist that the patient had a history of poor heart health and upon coming in for the sciatica pain was given medication to manage the pain. The cardiologist suspected the pain medication may have been too much for the patient's heart to handle.